Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR. Report#: 1627487-2017-02835, reference MFR. Report#: 1627487-2017-02836, reference MFR. Report#: 1627487-2017-02837. It was reported diagnostic testing revealed high impedance readings on the patient's extensions. In turn, the patient (B)(6) underwent surgical intervention wherein the extensions were explanted and replaced. During the procedure, and after the new extensions were placed, impedances were still high. As such, the patient's leads were then explanted and replaced. However, the impedances readings remained high. In turn, the patient's ipg was then explanted and replaced. Reportedly, effective therapy was regained and the issue is now resolved.

Event description:
Device 4 of 4: reference MFR. Report#: 1627487-2017-02835; reference MFR. Report#: 1627487-2017-02836; reference MFR. Report#: 1627487-2017-02837.